Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# va05cba serial# implanted: (B)(6) 2013 explanted. Product type lead product ID 3387s-40 lot# v331899 serial# implanted: (B)(6) 2013 explanted. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6), ubd: 25-oct-2015, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(6), ubd: 25-oct-2015, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported by an allied healthcare provider (hcp) that the patient had one of their leads "turned off" on (B)(6) 2023 because it wasn't connected or it wasn't working right. The caller was inquiring if the other lead was turned off as well or not and implied that if the other lead was still on, it was not working well. Troubleshooting could not be performed because the patient didn't have their external device with them to check the status of the ins. The caller was redirected to contact hcp's office to see what was performed (whether the patient may have just been reprogrammed or if the actual ins was turned off) or work with the rep to check the ins. The caller was transferred to (B)(6).